Event description:
It was reported that out of range impedance values were measured. Greater than 2000 ohms were read on some of the unipolar repairs. No x-rays or other tests were functioning properly. The pt status was unchanged and there were no symptoms.

Manufacturer narrative:
(B)(4).